Event description:
It has been reported that the device was not functioning as expected during a use event. The patient did not survive.

Manufacturer narrative:
Available details indicate that the device had partially compatible pads installed, and the device¿s battery had been removed so that the device did not alarm, as the partially compatible pads are not designed to be pre-connected to the device. The partially compatible pads were being used due to a supply issue with the pads that are fully compatible with the device. When the device was retrieved for use, the response team did not realize that the battery was not installed, resulting in a delay in therapy. There was no allegation that the device malfunctioned during the event, and the patient was transferred to a second device. The patient autopsy determined that the death was a result of a complication from surgery. Based on the information available and the testing conducted, the cause of the reported problem was that the battery was not installed due to partially compatible pads used with the device due to a supply issue, and a resulting delay in therapy as specified above. There was no allegation of product malfunction. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Become aware date updated to 24oct2022. Available details indicate that the device had partially compatible pads installed, and the device¿s battery had been removed so that the device did not alarm, as the partially compatible pads are not designed to be pre-connected to the device. The partially compatible pads were being used due to a supply issue with the pads that are fully compatible with the device. When the device was retrieved for use, the response team did not realize that the battery was not installed, resulting in a delay in therapy. There was no allegation that the device malfunctioned during the event, and the patient was transferred to a second device. The patient autopsy determined that the death was a result of a complication from surgery. Based on the information available and the testing conducted, the cause of the reported problem was that the battery was not installed due to partially compatible pads used with the device due to a supply issue, and a resulting delay in therapy as specified above. There was no allegation of product malfunction. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.